Manufacturer narrative:
The field service engineer found that the sipper nozzle had a partial blockage. Fluid from the nozzle was dispensing sideways. After fixing this issue, he performed checks. He ran performance testing and this passed. Calibration and quality controls showed no indication of an issue.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for elecsys troponin t hs stat assay (tnthsst) on a cobas e 411 immunoassay analyzer (e411). The sample initially resulted as 350.2 pg/ml accompanied by a data flag. The initial value was reported outside of the laboratory to the doctor. The sample was repeated on (B)(6) 2017, resulting as 7.30 pg/ml. The sample was also tested on a different analyzer at another laboratory and the 7.30 pg/ml could be confirmed. No adverse events were alleged to have occurred with the patient. The tnthsst reagent lot number was 24518000, with an expiration date of 30-sep-2018. Calibration and quality control data showed no indication of an issue.